Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range shock impedance measurements. Further evaluation is expected to be completed at the next follow up appointment. This system remains in service. No adverse patient effects were reported.